Manufacturer narrative:
The hospital replaced the bellows housing. No report of patient involvement. Unique identifier ¿ 0(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative leak test. Inspection of the equipment noted a broken bellows housing. There was no report of patient involvement.